Manufacturer narrative:
Based on the reported event, it is likely that the cause of the failure mode was an excessive torsional load placed on the device which exceeded the mechanical strength of the drill/tap. This load was likely contributed to by dense patient bone and/or the application of the load at an off-axis angel from the embedded portion of the tap. Complainant reported no patient impact, however, it is reasonable to assume medical or surgical intervention was required to remove the fractured components from the body cavity. Therefore, this MDR is being submitted out of an abundance of caution.

Event description:
It was stated that, "in the case yesterday, [the doctor] had the tap snap while tapping left c2."